Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the corner of the sterile package broke off while attempting to peel back the paper peel pack. The paper was still attached to the plastic piece of the package that broke off. A second like kit was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #: r94d5g. Investigation summary: the analysis results found that a harh36 device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged; besides that it was observed that the packaging was hitting in a hard surface causing a sterility breach. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The lot/batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.